Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. It had been 6-8 months where it was not helping as much. The patient was riding in a u-haul when moving and it was a very bumpy one. This was in the end of (B)(6) and the patient though it might have been the trip from (B)(6) that was a rough ride and jostled it a lot. When unpacking, the patient seemed to notice it and had to wait. The patient took a rough ride in the u-haul moving truck and thinks that did something to the unit. By the time of report, the patient was getting some stimulation, but it was very low. They barely tried to increase it and it was not helping. Relevant medical history included non-malignant pain and chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.